Event description:
On 20 september 2024, it was reported by a sales representative via email that 2 x ar-2326pslc peek swivelock, 3.9x17.9mm failed to deploy during use. This occurred on (B)(6) 2024 in (B)(6) hospital during a rotator cuff repair. The case was completed successfully using a different anchor. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.